Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review , evaluation notes and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The device was returned for investigation. Upon evaluation of the device, bent pins inside the connector unit were noted. Approximately five and a half years have passed since the device was delivered, and when the video connector was connected with excessive force, the pin or lock mechanism of the video connector receiver failed due to wear, or the connector on the scope side. It is also possible that the pin of the video connector receiver is deformed or bent and cannot be detected because the pin of the video connector receiver was deformed or connected to the video connector receiver with foreign matter attached. The instructions for use (IFU) states: do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device is scheduled to be returned but has not yet arrived for evaluation. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported, the olympus video system center was experiencing scope detection issues. According to the initial reporter, the vq scopes would not work, but the vh scopes would. Customer went on to note that he thought the connector had a bent pin, compromising the connection. Additional questions concerning the event and potential patient details have been sent, but no additional information is available. At this time, there was no patient harm or consequence reported as a result of this event.